Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: aw-channel has foreign objects; aw-cylinder has foreign objects. Cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video scope exhibited foreign material on the air/water channel and air/water cylinder. There was no patient involvement.

Event description:
No new information from customer.

Manufacturer narrative:
This report is being submitted to provide additional information in the form of the date of manufactured field. H4 has been updating accordingly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.